Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type recharger product: ID 97740 ,lot# serial# (B)(4). Product type programmer, patient

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (rad iculopathies) and spinal pain. The patient reported that his device was not working properly and he was also seeing a charge screen for both remotes. The patient was wondering if his device needed to be checked. Additional information was received from the patient on (B)(6) 2018. The patient reported poor communication. The patient reported that he can¿t charge his ins because he could only get the reposition antenna screen on the recharger. The patient reported that he called his manufacturer¿s representative (rep) but he wasn¿t picking up. The patient reported that he last had stimulation ¿probably 3-4 days ago.¿ the patient reported that he last successfully recharger was ¿roughly about 2 weeks ago because my implant battery run completely out about every 2 weeks or so.¿ the patient wasn¿t able to communicate with the patient programmer (pp) either. The patient reported that he was getting poor communication on the pp screen with and without the antenna. The patient reported that this was weird because this was not the screen he was seeing ¿the other night.¿ the patient didn¿t remember what screen was coming up on the pp screen the other day. The patient also reported that after his implant depleted, he noticed that his pain was starting to get bad again and now wanted to use the therapy because he was in pain. The patient reported that he only had 25% of the pain that he used to have when he was using the device. No further complications were reported.